Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure using a 6f sheath. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath, and the tavr procedure was completed. Reportedly post procedure, when locking the knot, the suture came out of the anatomy with the knot formed. Biological material was noted on the suture. Through imaging, it was found that there was no damage to the patient's blood vessels. A new proglide device was used. Hemostasis was achieved with the one pre-placed proglide suture and the new proglide device. There was no reported harm to the patient and no reported clinically significant delay in the procedure or therapy occurred. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
N/a

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out of the anatomy with the knot formed¿ was confirmed based on the returned device observations. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Images were received and reviewed by abbott clinical. It was concluded that the images provided confirm that the tied knot/suture of the perclose proglide was removed from the patient. Tissue within the knot may be present but cannot be visualized in the image provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.